Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced foreign matter contamination. The following information was provided by the initial reporter: material no:328438, batch no: 0238284. Medical professional stated the consumer reported having visible liquid in almost all of her syringes. Stated she can almost extract 1 unit of the liquid. Stated consumer does have samples to return.

Manufacturer narrative:
H6: investigation summary: summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0238284 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced foreign matter contamination. The following information was provided by the initial reporter: material no:328438 batch no: 0238284. Medical professional stated the consumer reported having visible liquid in almost all of her syringes. Stated she can almost extract 1 unit of the liquid. Stated consumer does have samples to return.